Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2022-oct-11, information was received. From a patient, who had an implantable neurostimulator for urinary/bowel dysfunction and urge incontinence. They reported, that the trial was fabulous, but once they got the permanent implant, nothing has gone right. Patient states, they have been through all of the programs and had the manufacturer representative (rep) provide a few additional custom programs. Patient states, unfortunately, they are not sure how to find the customized programs on their handset and need assistance with this. During call, patient was walked through how to locate customized programs on handset. Patient will try one of the customized programs and will continue to track symptoms to see if they improve. On 2024-nov-07, additional information was received from the patient. They reported, that they haven't used the device in years. And they have a procedure scheduled to remove it, because of what they had previously mentioned about how it didn't work and caused problems.